Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bowel procedure, on the entire case on the abdominal area, the device had a damaged seal and there was air or gas leak from the seal. They replaced the trocar to complete the case. There was no patient injury.